Event description:
It was reported that the implantable cardiac monitor exhibited undersensing. No intervention was performed. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.